Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).

Event description:
A doctor of ophthalmology reported two system messages at start-up before surgeries. The system was restarted and 6 cataract surgeries with intraocular lens (iol) implant were performed without problems. No further information is expected. This is one of three reports being filed for this facility. This report is for the event that happened on (B)(6) 2015.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was confirmed. The manifold printed circuit board assembly (pcba) was replaced to address the issue. The system was tested and found to meet product specifications. The product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming manifold pcba. However, how that manifold pcba became non-conforming remains inconclusive.

Manufacturer narrative:
(B)(4).

Event description:
The vitrectomy function was not working and two system messages were displayed at start-up before surgeries.